Event description:
The pt reported that on (B)(6) 2010, an e7 (electronic) error was displayed on the infusion device and she changed the battery to clear the error. She later found the infusion device shut down without alert of error message. She inserted another battery and the infusion device gave an acoustic alert, but would not power on. She inserted another battery with the same results. She was able to turn the infusion device on with a third battery. She also reported e8 (power interrupt) is often displayed. She switched to her backup infusion device. No physiological effects were reported. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.